Event description:
It was reported by a nurse that high impedance was received at a follow-up appointment during system diagnostics. The patient's mother indicated the patient's behavior changed about 2 weeks prior to the report of high impedance and suspected an issue with the vns. No manipulation or trauma has been observed, however patient does use a 4 point harness and it is possible that this could have caused a lead issue. Additional information was received by a company representative indicating that no x-rays were taken of the patient. The patient underwent generator and lead replacement surgery and the explanted device were discarded by the hospital.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.